Event description:
The user reported experiencing episodes of intermittent sound with the device which started around 6 months ago. Further testing is planned but no date has been scheduled.

Manufacturer narrative:
Additional information: in accordance with the information in the recipient report and the manufacturers experience with this kind of device, it is assumed that it is likely in an early stage of failure due to humidity ingress at the housing braze joint through micro-leaks. In addition, an increase of the ground path impedance points to bone growth around the reference electrode. However to determine an exact root cause a device investigation would be necessary. The recipient will be monitored by the clinic.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported experiencing episodes of intermittent sound with the device which started around 6 months ago. Further technical checks and medical intervention will be considered.